Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr0168 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter affected was occluded and removed unexpectedly after thrombolysis failure. It was found that the catheter was damaged at some point of the tip, near the valve.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is inconclusive due to the state of the returned sample. One 4 fr groshong nxt connector was returned for evaluation. An initial visual observation showed the connector was returned assembled. A very small amount of use residue was observed on the returned sample. No catheter segments could be seen within the distal end of the assembled connector. An attempt was made to flush the assembled connector with a 12 ml syringe of water and it was found to be patent to infusion and aspiration. No leaks were found in the assembled connector when it was pressurized. The connection of the assembled connector pieces was found to be quite firm and would not come apart. After the connector pieces were disassembled, a microscopic observation revealed no catheter segments or pieces on the cannula of the proximal connector piece. The distal connector piece was bisected, and the compression sleeve was found to be present and was found to be within specification. No damage or defect was found on or within the returned nxt connector; however, because the alleged catheter was not returned, the reported event could not be confirmed, and no root cause(s) of the reported event could be determined. Therefore, this complaint is inconclusive.

Event description:
It was reported that the catheter affected was occluded and removed unexpectedly after thrombolysis failure. It was found that the catheter was damaged at some point of the tip, near the valve.